Manufacturer narrative:
(B)(4). Evaluation, results: endoleak, aortic angulation near the endoleak area. Evaluation, conclusion: aortic angulation near the endoleak area.

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm, approximately 4 years ago. A CT was performed five months ago which showed aneurysm growth, an unk endoleak, along with the proximal apex of the stent graft being separated from the graft material. The endoleak was treated as a type I endoleak, but the physician believes there is a type ii endoleak. There has been no further intervention. No additional clinical sequelae were reported. An internal film review showed that the suprarenal stent appears to be partially detached from the graft material. There also appears to be a type iii endoleak with blood glow protruding from the graft body into the aneurysm sac. It is possible there is more than one area on the back of the graft that is allowing blood to escape. It is hard to determine from the static scan where the origin is and where blood is collecting next to the graft. There does not appear to be any stent breakage that could be a contributing factor to a leak in the graft material. Another observation is that the stent graft is in a fairly aggressive angulation, front-to-back, resulting in an arch in the graft body near the leak area.